Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a vapr se electrode broke off into the pt's joint space. It is not known if the fragment was removed from the body or not. The procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded by user facility.

Manufacturer narrative:
Nothing is being returned for eval. No lot number was supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. Although it is reported that there is no pt consequence, it is not known if all the pieces were retrieved from the pt. If this is the case, we do not know what impact, if any, this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. At this point in time no further action is warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.